Event description:
Device issue: stent fracture. Time of device issue: approximately 2 years post-implant. Adverse event: none. It was reported that approximately 2 years after a right internal carotid artery procedure using the xact stent, during a follow-up visit, the patient was found to have a single strut mid stent fracture. No action or treatment was performed and there is no adverse patient sequela. Although requested, no additional information has been provided.

Event description:
Subsequent to the initial medwatch report, x-ray results from the 3-year follow up examination revealed grade 3 transverse distal stent fracture and grade 4 transverse mid stent fracture. Though requested, additional information has not been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: based on the xact instructions for use (IFU), stent fracture, deformation and/or stent damage are known potential adverse outcomes associated with carotid stents. In this case, no anomalies to the catheter were reported during delivery system inspection prior to use and in addition, no stent related discrepancies were reported at the time of the device preparation and initial stent implantation. Reportedly, the patient has not experienced any adverse effects. No in-stent restenosis was reported and no other adverse events were experienced. In this case, the definitive cause of the stent damage could not be determined. A review of the lot history records associated with this incident revealed that the device met the acceptance criteria. At manufacturing, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. At the final pack visual inspection and check list, all parameters passed 100% inspections. Based on the available information, the event does not appear to be related to a product deficiency. Although a conclusive cause is not identified, it is possible that circumstances during the case contributed to the stent strut damage.

Manufacturer narrative:
(B)(4).